Event description:
The cardiac surgeon complained that the pt post cardiac surgery had a vt arrest caused by a pacemaker failure. An investigation and review of the medical records conducted on 11/10/95 indicates that the pacer failed to sense the pt's intrinsic beats. There were approx 4 beat/spikes firing at a rate of 60 and the 5th spike fell on the t-wave followed by v-tach. The pt was immediately cardioverted with no other sequelae following.